Manufacturer narrative:
Product ID 3093-28, lot# va0r884, implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type lead, product ID 3093-28, lot# va0r884, implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type lead, product ID 3093-28, lot# v308477, implanted: (B)(6) 2009, explanted: (B)(6) 2015. Product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Product ID 3093-28, lot# va0r884, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID 3093-28, lot# v308477, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer and a healthcare professional (hcp) via a manufacture representative (rep). It was reported that at the time of ins replacement the hcp did not want to replace the lead. The patient indicated that the therapy did not work for them. It was reported that prior to today's surgery, all contact pairs were showing >4k ohms when impedance was checked. Now, the hcp decided to replace the ins and lead. When the pocket site was opened the lead was kinked. The lead had been implanted on the right sacrum of s3. While explanting the lead, the hcp broke off the tined electrode and left the broken pieces in the patient. The hcp decided to implant another lead right on tip of the broken tined lead. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a battery replacement in november and shortly after she lost sensation. Patient stated she is not getting benefit from therapy. When doing impedance check, impedance at 1 and 2 returned greater than 4000 ohms. The healthcare provider was present and was going to discuss options with the patient. No further complications were reported.